Manufacturer narrative:
One cadd solis vip pump was received for the evaluation of a reported failed accuracy. The pump was received with missing tamper seal. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. To further investigate, a pump accuracy test was performed, which passed. The reported issue could not be duplicated and the delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6 percent. No further actions taken.

Event description:
It was reported that the device was being tested and the delivery accuracy result was -10.70%. No patient involvement.